Manufacturer narrative:
Continuation of d10: product ID 8596sc; serial# (B)(6); implanted: (B)(6) 2014; product type catheter product ID 8711; lot# j10877r19; implanted: (B)(6) 2001; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 04-mar-2016, UDI#: (B)(4); product ID: 8711, serial/lot #: (B)(4), ubd: 02-aug-2003, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving clonidine , fentanyl , and bupivacaine via an implantable pump for non-malignant pain indications use. It was reported that his catheter stopped and they were supposed to be replacing the catheter that goes from the pump. The patient stated that he relays on his boluses now because of this. They were trying to get insurance to cover to get it fixed. The agent asked when this started, and the patient stated that about 6 months ago and they finally found out it has been longer than that. The patient also mentioned he has been having trouble with his insurance for 6 months and they are having to use boluses to get the most of his medicine right now. The agent tried to clarify if the pump was working or not and patient stated that the pump was not working per se but the catheters stopped up. The patient mentioned that they are waiting on his insurance to get a catheter replaced. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient did not know what happened to the catheter and why it stopped working. The patient was not getting all the medication f rom the constant flow.